Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, d9, g2, h6. Visual analysis of the photographs identified: tyvek or thermoform sticking: observed delamination on the lid. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "upon opening the outer tyvex packaging the tyvex did not separate and was left on top of the inner packaging leading to contamination" via sales representative. Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "upon opening the outer tyvex packaging the tyvex did not separate and was left on top of the inner packaging leading to contamination" via sales representative. Device was not implanted.